Event description:
It has been reported that the fluoroscopy went down during the procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the fluoro went down during open case. The philips engineer suggested service, but the service quotation was cancelled by the customer. The fault was fixed in the follow-up case which was completed upon power on with bodyguard error and system was returned to good working order. These codes were updated based on investigation outcome.